Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.

Event description:
It was reported that the buttons were unresponsive after a new battery was inserted into the insulin pump. Nothing further was reported.